Event description:
The customer reported that they were unable to acquire a 12-lead ECG. No negative patient impact was reported.

Manufacturer narrative:
Philips (B) (4) evaluated the device. The reported symptom could not be reproduced, but the ECG connector was replaced to address what was considered to be an intermittent ECG connector malfunction. The device passed all standard testing and was returned to the customer.